Event description:
It was reported that infusion pumps infused over allocated time. For example, if a drug was programmed to infuse for one hour it takes 1 hour and 20 minutes or 1 hour and 45 minutes. No additional information was provided.

Manufacturer narrative:
Correction: disregard file, it was determined to be a duplicate to manufacturer report number 2016493-2020-27527, which captured the suspect device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that infusion pumps infused over allocated time. For example, if a drug was programmed to infuse for one hour it takes 1 hour and 20 minutes or 1 hour and 45 minutes. No additional information was provided.